Event description:
Anchor was placed and the suture broke off, which remained in the handle when the handle was withdrawn.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.